Manufacturer narrative:
The subject device was returned for investigation and inspected. The device was returned with the distal portion of the catheter missing. The reported failure was confirmed, and the balloon rupture may have happened first. Afterward as the device is being removed it is possible that it was caught onto something and with force was used to withdraw the device that caused it to separate. It was noted that the device was initially used for 120 pulses, removed from the body and then reinserted into the body for further pulsing which is outside the instructions for use for the m5 ivl catheter. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5 ivl peripheral catheter was used accessing thought the left femoral artery to treat the left and right iliac artery. A balloon ruptured may have occurred and when removing the ivl catheter from the body, detachment of the balloon occurred and were unsuccessful to snare. The detached portion of the ivl catheter was successfully trapped with a gore vbx stent. To date, no patient sequelae has been reported. It was noted that the device was initially used for 120 pulses, removed from the body and then reinserted into the body for further pulsing that can cause the balloon to be damaged in the process.